Manufacturer narrative:
The alinity ci-series scm module, serial number (B)(6) system software v3.6.0 was configured to override reagent lot expiration. Samples were run on the expired reagent, but no flags were generated when controls and patient samples ran on the expired reagent. A review of tracking and trending data did not identify a trend associated with the issue described in this complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity ci-series system control module (scm), serial number (B)(6) and alinity system software was identified.

Event description:
The customer observed an expired lot of glucose reagent which was not removed by the alinity ci-series system control module. The reagent expired on 30 sep 2025. Quality control and patients were tested on the expired lot of reagents. The customer ran 26 patient samples when the reagent was expired with initial results that ranged from 3.93 mmol/l and 16.60 mmol/l. No repeat results were provided. Upon further review, the customer reported that the selection for override reagent lot expiration was in the "on" position. There was no impact to patient management reported.